Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter reporting institution phone: (B)(6). Initial reporter phone number: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting that during preventative maintenance, it was observed that there was a touchscreen failure on the v60 ventilator. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the touchscreen intermittently did not accept input during the pm evaluation. It has been determined that the touchscreen will need to be replaced. The fse ordered the replacement for repair. The investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The touchscreen was tested, the failure was confirmed. The pil was able to confirm the complaint that there was a misalignment in the touch position. The touch screen did not meet the acceptance criteria specified due to failing the resistance ration verification.